Event description:
Medtronic received information that on february 2, 2017 a evolutr transcatheter bioprosthetic valve was implanted in a failing edwards paramount valve. There was no allegation the medtronic device caused or contributed to a serious injury, death or harm to the patient. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).